Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 200 mg/dl at time of incident. The customer reported that they had changed battery and received a failed battery. It was reported that they had damage on the insulin pump. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to failed battery test. Device had stripped battery cap coin slot .